Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.

Event description:
Customer reporting 1 asymptomatic patient testing false positive 2 times. Customer reporting results were confirmed negative by pcr. Report 2 of 2 results.